Event description:
It was reported via phone call that the insulin pump alarmed no delivery six times in the past two days during the manual prime process. The customer had changed sets four times. The issues began to occur six days prior to the event. The caller did not know the blood glucose reading. The customer stated that the alarm was resolved by a complete set change. The customer was not able to troubleshoot at the time of the call. The sets and reservoirs will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.